Manufacturer narrative:
The patient's existing driveline damage and previous driveline repair were previously reported under MFR #s 2916596-2021-02364, 2916596-2021-04837, 2916596-2022-00497, and 2916596-2022-01161 manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for user (IFU) and the heartmate ii patient handbook are currently available. ¿system monitor¿, ¿patient care and management¿, and ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. "Living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The reported event was confirmed through the onsite evaluation performed by an abbott representative. A specific cause for the damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The heartmate ii lvas instructions for use and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a percutaneous lead separation at the distal end of the bend relief on the driveline. A clam shell repair was performed on (B)(6) 2022. During the repair, a significant cut was noted at the connector. Upon inspection, several cuts in the driveline were noted along with a crack in the grey sleeve where the patient had had a previous repair. Silicone sealant was applied to the crack and teflon rescue tape was applied. The ventricular assist device (vad) team would rewrap the tape the following week.